Event description:
It was reported that during an unk procedure, the cartridge cannot be comfortably sitted on the jaw of the stapler. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024 d4: batch # 320a85 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tr45w reload was received with no apparent damaged and partially fired 1/3 and with the reload lock out spring normal. No functional test could be performed due to the condition of the reload. The reload was loaded on a test device without difficulty. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The event described could not be confirmed as the reload could be loaded without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 320a85, and no non-conformances were identified. Additional information was requested and the following was obtained: there was no adverse impact on the patient due to the device malfunctioning.